Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Subsequently, the customer experienced a blood glucose (bg) level of 1110mg/dl. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.